Event description:
After deployment the balloon ruptured at approximately 12atms.the case was completed successfully and the balloon was removed without incident to the patient.there was no reported injury and no additional information available.